Manufacturer narrative:
G2. Foreign: japan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that when the controller was checked, thinking that the stimulator had stopped charging because a lack of stimulation was noticed during sleep 2 days ago, the remaining charge level of the stimulator was 50%, and the remaining charge level of the controller was 0%. Since the controller is always charged to 100% after charging the stimulator to 100%, it was impossible to suddenly reach 0%. Afterwards, both the stimulator and controller were able to be charged. There were no known environmental, external, and patient factors that may have caused the event. Diagnostics/troubleshooting performed were unknown. The issue was resolved at the time of the report. No health damage was reported. Additional information was received. It was reported that the cause of the lack of stimulation when the remaining charge level of the stimulator was 50% was unknown. After the call center corresponded, they have not received another inquiry. Therefore the event does not seem to have recurred. They have not received another inquiry to the call center, so they believe that it has been resolved. The cause of the controller suddenly going to 0% was un known.